Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received inappropriate shocks. The episodes are consistent with noise. The bsc field representative robustly tested all vectors, including primary, secondary and alternate vectors. No non cardiac artifacts were observed during all of the provocative testing. Since the amplitude of secondary vector was about 0.6mv, the vector was programmed to secondary 2x gain. The patient will be closely monitored. No adverse patient effects were reported.